Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed false atrial fibrillation episodes that were incorrectly diagnosed possibly due to variable r-r intervals. No interventions were made. The patient was stable.